Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner shaft is buckled and the inner and outer shafts have a puncture hole 3mm from the bi-component weld which is consistent with the damage that is seen caused by use of a guidewire. There are numerous hypotube and shaft kinks. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2018. It was reported that the physician couldn't push the fg emerge mr, ous 1.50mm x 15mm catheter forward inside the patient. The procedure was completed with another of the same device and there were no patient complications reported. However returned device analysis revealed a hole in the outer shaft.